Event description:
The subject programmer was updated to smartview version 2.48 few weeks before having a screen programmer blocked all the day on an initializing message. Hibernation of the programmer was performed twice and the same message was observed again. Another workaround (crtl+alt+supr, log off/ log on) was successful. It was reported that this programmer was always powered on and had never abruptly stopped or the power cord had never been unplugged. An explanation was required.